Manufacturer narrative:
Inspection of the device did not find any damages or defects that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate a failure of the device to deliver insulin. In addition, the linkage assembly seen through the top housing was observed to be not fully retracted causing the formed needle to be exposed. After the top housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred. The cause of the interference between the linkage assembly and top housing could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 13.7 mmol/l (246.6 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied as treatment.